Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced bladder perforation from the mesh which resulted in three additional surgical procedures over three years. The patient also experienced multiple infections, pain, fatigue, difficulty walking up stairs and recurrent prolapse. No additional information is available.

Manufacturer narrative:
Date sent to FDA: 9/4/2019.